Manufacturer narrative:
Philips service replaced the suite pc and ssd os has well, reinstalled the software, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system froze on the philips logo due to suite pc and ssd failure on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.